Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: received at depot. Confirmed pump problem error wait for log review. Pneumatic fail at startup. Battery_1_communication_failure. Replaced batt. Reset battery counter. Replaced full pneumatics system. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing â" final acceptance. Provisioned pump to 08 server sent to heratherm. 24 hour dwell - complete. Lvp burn-in test â" pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to (B)(6). Return to service. Software update complete. (B)(6) has repaired the pump. The pump has passed all verification testing and has been returned to customer use. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.